Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: no product details was available.

Event description:
The sales rep reported via phone that during an acl procedure while inserting their intrafix advance polyprosh sheath 30 mm, the device would not insert and when trying the device broke in half. The device was removed with no issues and no fragments left in patient. While inserting a second intrafix 30 mm in the original bone hole, the device cracked but stayed intact together. The device was removed with no issues. The procedure was completed by using the original bone hole with the old version of the device. The sales rep did not know the bone quality of the patient. The sales rep also reported that during the same case their twistr retrograde reamer is bent and would not advance in the cannulated bullet. The procedure was completed with another like device from the same lot number. There were no patient consequences but there was a two-minute delay. The sales rep stated that all the devices were discarded.

Manufacturer narrative:
Lot # l347219: a DHR has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other similar or dissimilar complaints of any type for this lot number that was released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).